Event description:
Device 2 of 4. Reference MFR report#: 1627487-2012-06048. Reference MFR report#: 1627487-2012-06050. Reference MFR report#: 1627487-2012-06051. It was reported the pt's scs system was not relieving the pt's pain. As a result, the scs system was explanted. Sjm was made aware of the explant procedure on (B)(6) 2012.

Manufacturer narrative:
Eval results: a visual inspection of the returned lead found it had been damaged during the explant procedure. As a result, no electrical testing was performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.